Event description:
Device malfunction: partially exposed stent. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure of a lesion in the right iliac, the selfx was engaged at the lesion, but the outer shaft of the stent delivery system would not move, and the stent could not be deployed. The whole catheter including the stent was removed out of the pt anatomy and another selfx was used to complete the procedure. No pt effect. No additional info provided. This event is being reported based on the device eval which revealed the stent was partially exposed.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the device was returned complete for investigation. The tuohy burst valve was closed; the outer tube showed four bunched areas. The first two were approximately 96 and 98 cm distal from the shrinking tube. The third and fourth were located approximately 1 cm in front of the distal marker band and approximately 1 cm apart from each other. The crimped stent did not show any abnormalities. The outer tube was pulled back from the tip by approximately 6 mm; the distal end of the outer tube was located over the first strut row. The first strut row did not deploy. The device was flushed, guide wire compatibility showed resistance due to the bunched areas. The stent could be deployed without showing any malfunctions. The deployed stent did not show any abnormalities. We were unable to confirm the reported difficult to deploy the stent; during testing, the stent could be deployed without showing any abnormalities. The device showed several bunched areas in the outer tube which might have inhibited the deployment during the described procedure. According to this investigation, no evidence could be found which reports the assumption that a device defect led to problems described in the case description. A review of the device lot history record did not reveal any non-conformities which could have contributed to this event.